Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01817.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern) and pod packing coils (podjs). During the procedure, while advancing a podj through a lantern, the physician wanted to advance the lantern deeper into the coil pack; however, the physician experienced resistance. Subsequently, the lantern became kinked and the podj would not advance. Therefore, the lantern and podj were removed. While attempting to remove the podj from the lantern outside of the patient's body, the podj became detached. The procedure was completed using a new lantern and additional penumbra coils. There was no report of an adverse effect to the patient.